Event description:
The pt underwent surgery due to adult chronic hydrocephalus. The surgery went well and the pt was doing well until the following day, around noon, when the pt went into a coma. The pt experienced hyperdrainage and died.